Manufacturer narrative:
(B)(4). Foreign country : canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while performing a full range of motion test during an initial surgery, a loud crack was heard and it was noticed it was discovered that the instrument had fractured. There was no surgical delay. The surgical technique was utilized. The surgery was not completed with another device. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6 : suggested code: mechanical g4- provisional top. Visual examination of the provided pictures identified that the mc tasp was fracture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.